Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) found that the medstation was down with a black screen. The fse disconnected the pyxibus cables to the auxiliary drawers and identified that main 4-1 was the issue. The drawers were disconnected one by one until the station powered on. It was determined that a half-height drawer had a shorted drawer board and controller board, which were replaced. All pyxibus connections were reseated, and the station powered up and was recovered. The failure occurred during a dispensing workflow. No adverse reactions or patient harm were reported. The hardware test application was run, the drawer was tested, and preventive maintenance was completed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station displayed "not connected" warning on drawer 4 and customer stated that system was rebooted, and wiring connections were checked, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.